Event description:
It was reported that the device was explanted after an implant duration of zero days. It was furhter learned that the device was explanted due to a unsuccessful ring repair.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "phm on channel a keypad stop button does not work." This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device was also returned for (B) (4) maintenance. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our repeated attempts to contact by email for return of product and additional information. No customer letter required.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), additional information regaring reason for explantand was received. No further information regarding the device availability was received. A device history record review is currently in process.